Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side ¿moved/shifted,¿ ¿slid down, and out of position¿, ¿pain in shoulders and back¿, and ¿pulling sensation and heaviness¿. Additionally, healthcare professional reported "patient¿s concern with the product", "capsule would not come off of right explanted implant", and "implant was ruptured inside capsule." Patient also reported "¿rheumatoid arthritis¿, "connective tissue disorder (not otherwise specified) / undifferentiated connective tissue disorder (uctd)", "wbc increase that keeps escalating", and "exacerbation of rheumatological problems"; these are not device related. Device has been explanted.